Event description:
Sorin group (B)(4) rec'd a report that the s5 sys displayed error messages which indicated a problem with the arterial clamp. The issue was detected during setup so there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the erc tubing clamp. The incident occurred in (B)(6). This med watch report is filed on behalf of sorin group (B)(4). Sorin group field svc field svc rep was dispatched to the facility to investigate. While at the facility the field svc rep was able to reproduce the error. The erc tubing clamp was replaced and subsequent testing confirmed the issue was resolved. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.